Event description:
While transferring a patient using a hoyer lift and invacare sling, the sling allegedly tore at the seam and the sling allegedly coming off the hook. The patient reportedly fell to the ground and broke her leg.

Manufacturer narrative:
Information received indicates caregiver was transferring patient when the sling allegedly tore and the patient fell. Sling has been in service for approximately 5-6 years prior to incident. Unclear if proper sling and or proper transfer methods were followed. Considering age of sling end of product / maintenance viewed as cause. Device return not anticipated.